Event description:
It was reported that the patient received atp therapy for supraventricular tachycardia. The implantable cardioverter defibrillator had incorrectly identified the rhythm. The patient was stable and would be seen in clinic for programming changes.